Event description:
Stuck suction button on x-stream (product code & lot # unknown). Radical prostatectomy with robotics. 6 hour procedure. Button stuck 4 hours into case. Ratio of suction to irrigation = 8 to 1. Flushing with irrigation worked only initially.